Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error cap detachment issue could not be determined, as the device was not returned to olympus for evaluation, however, based on the results of past similar investigations, it is likely that the issue was attributed to one or more of the following: the endoscope used was a model that was incompatible with d-206-05. Lubricant was not wiped off and the product was secured by medical tape. Non-elastic tape was used. No medical tape was used to secure the product. The endoscope used was a model that was not compatible with d-206-05. The product was fixed in place with medical tape without wiping off the lubricant. Non-elastic tape used. The item was not secured with medical tape. The event may be detected/prevented by following the instructions for use which state: do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. When attaching this product, make sure that any alcohol used to clean the endoscope has dried. Also, do not use vaseline (medicines containing vaseline), olive oil, alcohol, or xylocaine spray directly on the product. This may result in damage to the device or the product falling off. Be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Please wipe off any excess lubricant and securely attach the product with elastic medical tape. If the tape is not securely attached, the product may fall off during use. Use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. Please use this product in combination with the related products shown below. If used in any other combination, it may fall into the body cavity, the product may be damaged, and functionality may not be guaranteed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disposable distal attachment became loose and fell off inside of the colon during a colonoscopy procedure. The intended procedure was completed using the same device. There were no reports of patient harm.